Manufacturer narrative:
(B)(4). Internal file number - (B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the superficial femoral artery. A .014 hi-torque pilot guide wire failed to cross due to the anatomy. The tip of the guide wire separated. The tip was left in the patient as it is in subintimal plane in the heavily calcified and chronic totally occluded lesion in the mid superficial femoral artery. It is not obstructing any blood flow nor is it at risk for migrating. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed although the reported failure to advance was unable to be confirmed due to the separation noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to the patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.